Event description:
The viabahn stent is no longer occluded with a previously placed vsd occluder within the stent causing severe paravalvular leak (pvl) throughout the stent. There is no indication that an (B)(6) device caused or contributed to the pvl. Devices-gore viabahn stent and amplatz vascular plug. Reference report mw5160929. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).